Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that they experienced high blood glucose levels of 482 mg/dl. The sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 482 mg/dl and the sensor glucose was 270 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product will be returned for analysis.